Event description:
During a novasure endometrial ablation, a "minute filament, resembling a gold thread, was seen embedded near the tubal ostium post ablation". The physician checked the disposable device array and noted "a small, broken filament on the tip of the array at the center of the device and felt this was the source of the gold filament seen on hysteroscopic view". The physician "attempted to retrieve the foreign body using a cystoscope [and] retrievers". The physician was uncertain if the filament was removed, as it is possible "too small to see with the eye". The physician was not concerned that the filament was left inside the pt's cavity, as "the uterus will naturally expel any debris". The procedure was completed.

Manufacturer narrative:
Serial number of the disposable device was not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).